Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that plaque shift and stent fracture occurred. The target lesion was located in a saphenous vein graft in the obtuse marginal branch. After a .075 non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, a 2.50x23mm stent was deployed to cover the proximal lesion that extended to the ostium. The distal lesion was then pre-dilated with a 2.0x15mm non-compliant balloon catheter and a 2.50x20mm promus premier¿ drug-eluting stent was deployed where there was in-stent restenosis in a previously implanted stent. However, the physician noted some plaque shift proximal to the stent, so a 2.50x16mm promus premier¿ drug-eluting stent was deployed to overlap the 2.50x20mm promus premier¿ stent. Subsequently, the two promus premier¿ stents were post-dilated with a 3.0x15mm non-compliant balloon catheter and the proximal ostial stent was post-dilated with a 3.0x20mm and 3.50x12mm non-compliant balloon catheters with good results. After post-dilatation, the physician noted an acute stent fracture of the 2.50x20mm promus premier¿ stent. The physician attempted to stent jail the segment with a 2.50x18mm non-bsc stent but it was unable to cross the lesion. There was timi 3 flow in the vessel, so the physician decided to medically manage the patient and the procedure was completed. No further patient complications were reported and the patient's status was stable.